Event description:
It was reported the pt experienced no stimulation sensation. Impedance readings were > 4000 ohms. No futher symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.